Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that the arm 2 made a beeping noise but did not have an error. The instrument in arm 2 pulled away as if being disengaged. The intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the live logs and found a single 282 error, after the surgeon had already been in following mode. The tse explained the possibilities for the issue. The tse gave the option of trying another instrument or re-draping the arm. The customer continued with the case after reseating the instrument and stated they would call back in if the issue persists. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head inside of the surgeon side console (ssc), and while attempting to manipulate the instrument. The failure was not related to an inability to move the instruments. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction. The intended direction is unknown. The instrument moved out of the field of view as if it was disengaging. It is unknown if the timing of the instrument movement was appropriate. There was no shakiness and/or friction observed. There was no interference to the arm or instrument observed. There was a possible external collision involving the drape. The issue only occurred the initial time. When the issue occurred, the site was attempting to move the arm to continue the procedure. After the arm was disengaged and reengaged, the issue was resolved. There was no injury to the patient. The device was inspected prior to use. There was nothing out of the ordinary noted. The issue occurred 5-10 minutes after start. The instrument is not available for return. There are no photos or procedure videos available to isi for evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was advised that there had been no further issues and that it was most likely a drape issue. The fse advised the customer that if a beep is heard, to look at the vision side cart (vsc) screen and check the arms. No site visit was conducted. The system was working properly, and no additional action was required as the issue was already resolved. The probable root cause of the alleged issue of arm 2 beeping and the instrument moving with non-intuitive motion cannot be determined based on the information provided and phone support details. Furthermore, the root cause of the alleged failure could not be determined as there is no isi product expected to return for evaluation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument in arm 2 moved with unintuitive motion. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.